Event description:
Event was reported by home health services. Upon changing the dressing, the catheter was noted to be separated at the hub. Remaining portion was still in pt. The pt was sent to the hosp for removal.